Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photo was provided for review. The photos shows view of drainage catheter in which the sure-loktm thread was noted to be coming out from the distal thread hole of the catheter and the thread was noted detached which was hold by the clinician. Therefore, the investigation is confirmed for the reported sure-loktm thread digression and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI)), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided percutaneous drainage procedure for hydrothorax. Sometimes post the procedure the sure lok thread was found to have digressed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided percutaneous drainage procedure for hydrothorax. Sometimes post the procedure the sure-lok thread was found to have digressed. The procedure was completed using another device. There was no reported patient injury.